Event description:
It was reported that while using the surgical fiber during a prostate procedure, the aiming beam was observed to stop functioning at 106,000 joules of use.the procedure was completed using a second surgical fiber.the procedure outcome was reported as "no complications". There was no injury reported.gland volume: 75 ml.time expended: 30 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4):the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild burned detritus; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted. Based on the analysis, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.